Event description:
Reporter indicated a vns (B)(4) computer would not hold a charge despite proper charging. The computer, flashcard, serial cable, and power cord have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.